Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported the language had changed on the controller. Agent walked caller through changing language back to english. Additional information received from patient representative. Pt rep called back to report while the pt was recharging their implanted device the recharger began to heat up and caused their implant to feel hot as well. Agent sent an email to repair to replace the recharger. Pt rep mentioned the pt had been having difficulty recharging their implant

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.